Event description:
The care giver (cg) contacted baxter's technical service center regarding a leak from the patient line which occurred on the homechoice (hc) during use during set up while the patient was not connected. The cg stated that she took the patient line out of the organizer, and that is when it leaked. The cg had attempted to end therapy at that point as she felt she should start over with new supplies. The tsr advised to start over with new supplies and to keep the patient line in the organizer this time until the home patient was ready to connect. Baxter product surveillance contacted the home patient on (B)(6) 2011. He stated that the leak was caused by the use error of removing the patient line from the organizer early alone, and that there were no defects in the cassette that caused the leak. There were no allegations made against any of baxter's products. The patient had spoken with his nurse about the user error. Therapy has been going well since. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The event was caused by a user error. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This complaint for a report of a leak was confirmed. The root cause was user error. The label review found the labeling adequate for the use error in this complaint. A follow-up MDR will be submitted if any additional information is received.